Event description:
The investigation was concluded on the 4-nov, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
1 x zso-7-9 of lot number c1732445 involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted prior to distribution all zso-7-9 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-9 of lot number c1732445 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1732445. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. A definite root cause could not be determined from the available information. A possible cause of this complaint may be that the kink occurred while the stent being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They cuoldn't pass the wire guide in to the zso. No patient contact. Please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Jag guidewire - outer diameter 0.035in / length 450cm / tip shape straight / first use were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. This happened before the patient was contacted. Was the wire guide inspected for damage prior to use? Yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? This happened before the patient was contacted. If not with the device in question, how was the procedure finished? They finished procedure after using the another zso-7-5 product. Is the patient known to be covid-19 positive? Unk.